Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Caller attempted to resolve the issue by following instructions from technical support to clean the pneumatic tap area and remove the pump from its case, but was initially unable to do so. A new cartridge was filled and loaded using the proper technique, successfully resolving the issue and allowing the caller to resume insulin delivery.